Event description:
It was reported, prior to the implant of this transcatheter pulmonary bioprosthetic valve, during the valve load into the delivery catheter system (dcs), the valve load procedure was performed without issue; emphasis was made to minimize the gap between the distal tip and the valve, and the capsule was not fully closed until aligned with the catheter tip. The loaded dcs was inserted into the pediatric patient and advanced through the tortuous anatomy to the pulmonary annulus. It was noted the dcs was twisted/torqued while in the patient. Following release of the valve, an attempt was made to retrieve the distal tip of the dcs back through the harmony valve, but the inner shaft pulled back without any movement of the distal tip. The distal tip/nose cone of the dcs came off, was disconnected, and moved freely. Additionally, an end cap separation occurred. It is unknown when the end cap became disengaged however it was noted after the valve was deployed and the nose cone could not be retrieved back into the dcs. Using a snare, the distal tip was eventually captured, pulled into the dryseal sheath, and removed from the patient's body. However, the procedure was delayed for approximately two and a half to three hours as a result of this product issue. The patient was doing well and was discharged to home on post-operative day one. It was reported the patient's anatomy was slightly tortuous. Additional information was received that the nose cone separation was noted after the valve was deployed and when attempting to bring it back into the sheath. Additional information was received that the end cap separation is referring to the separation of white nose cone from the dcs. There was no other component separation other than the nose cone separation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the implant of this transcatheter pulmonary bioprosthetic valve, during the valve load into the delivery catheter system (dcs), the valve load procedure was performed without issue; emphasis was made to minimize the gap between the distal tip and the valve, and the capsule was not fully closed until aligned with the catheter tip. The loaded dcs was inserted into the pediatric patient and advanced through the tortuous anatomy to the pulmonary annulus. It was noted the dcs was twisted/torqued while in the patient. Following release of the valve, an attempt was made to retrieve the distal tip of the dcs back through the harmony valve, but the inner shaft pulled back without any movement of the distal tip. The distal tip/nose cone of the dcs came off, was disconnected, and moved freely. Additionally, an end cap separation occurred. It is unknown when the end cap became disengaged however it was noted after the valve was deployed and the nose cone could not be retrieved back into the dcs. Using a snare, the distal tip was eventually captured, pulled into the dryseal sheath, and removed from the patient's body. However, the procedure was delayed for approximately two and a half to three hours as a result of this product issue. The patient was doing well and was discharged to home on post-operative day one. It was reported the patient's anatomy was slightly tortuous.

Manufacturer narrative:
Continuation of d10: product ID {harmony-25}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: (B)(6) 2026, explant date: {n/a} non-medtronic product ID: snare (manufacturer unknown); lot #: unknown; ubd: unknown; implant date: non-implantable product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The nosecone was detached on receipt of the device. No deformation or separation was evident to the actuator. Deformation was evident to the capsule. Kinks were evident to the peek tubing. Deformation was evident to the detached tip. Deformation evident to peek lumen at detachment site. No other deformation evident to the remainder of the device. The reported end-cap separation could not be confirmed through analysis. Analysis confirmed the reported tip detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: 5 pictures and 1 video were shared in the report in which it is appreciated a dislodging of the tapered distal tip from the inner shaft of the guidewire. Unfortunately, with the information provided it is not possible to establish the possible causes of the dislodgment or identify any deviation of the best practices in the moment of use the delivery catheter system (dcs) system. Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the nose cone separation was noted after the valve was deployed and when attempting to bring it back into the sheath.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.